Event description:
Per the independent repair center, the horn is not working causing there to be no alarms.

Manufacturer narrative:
Should additional information become available, for the patient a supplemental record will be filed.